Event description:
It was reported during use that cardiosave intra aortic balloon pump (iabp) had gas loss alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.